Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with deep vein thrombosis (dvt) and pulmonary embolism had a vena cava filter deployed in an infrarenal location without incident. Approximately seven weeks post filter deployment, a noncontrast CT scan demonstrated the filter crossing the insertion of the right renal vein; the right renal vein measuring 9 mm with a previously measurement of 4 mm; and enlargement of the left renal vein. An ultrasound was recommended to exclude renal vein thrombosis. Ultrasound of the inferior vena cava (ivc) and renal veins demonstrated thrombosis of the ivc and the renal veins closed at the level of the filter along with the ivc. The patient was to continue on with anticoagulation therapy. Approximately four months post filter deployment, the patient was evaluated for filter removal. Inferior venacavogram demonstrated a totally occluded infrarenal vena cava; questionable suprarenal vena cava filling defect without renal vein inflow suggestive of occlusive disease; and a compressed and tilted filter with limbs situated outside the ivc in the peritoneal cavity. It was determined that the filter could not be removed. Approximately two years three months post filter deployment, the patient had a cardiology consult and it was noted that filter was completely clotted off and removal was not an option. The plan was life-long anticoagulation. The current patient status is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately seven weeks post filter deployment, an ultrasound of the ivc and renal veins revealed thrombosis of the ivc and the renal veins closed at the level of the filter along with the ivc. Approximately four months post filter deployment, a venacavogram revealed a compressed and tilted filter with limbs situated outside the ivc in the peritoneal cavity. Approximately two years three months post filter deployment, the patient had a cardiology consult and it was noted that filter placement was completely clotted off and removal was not an option. Therefore, based on the medical records, the investigation can be confirmed for tilted filter and perforation of the ivc. It can also be confirmed that the patient had thrombus above the filter after filter implantation. However, as the filter placement was completely clotted off, it is unknown whether the device was occluded. Therefore, it is inconclusive for occlusion of the device. Due to the occlusion of the ivc, it was determined that the filter would not be removed, unconfirming the alleged retrieval difficulties as no retrieval attempt was made. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall - filter tilt. - filter malposition. -caval thrombosis/occlusion. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before an orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. It was further reported that filter strut(s) extended beyond the confines of the ivc wall. The filter was unable to be retrieved during a percutaneous procedure. The current patient status was not provided.